Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical nephrectomy procedure, fluctuations in the electrical supply caused the da vinci system to enter a non-recoverable fault state. When attempting to restart the system in accordance with the established protocol, another voltage drop occurred, preventing proper system reboot. This situation took place on three consecutive occasions, making it impossible to restore the system to operational status. Due to the loss of surgical time and in order to avoid further delays or potential additional interruptions, the surgeon decided to convert the procedure to a conventional laparoscopic technique, and additional ports were not required. When the event occurred, adipose tissue was being grasped by the fenestrated bipolar forceps (fbf) instrument to assist in putting the kidney into an extraction bag. As a result of the power failures, the fbf instrument remained grasping tissue; therefore, the instrument release key (irk) was used. The use of the irk was successfully performed without complications, allowing for the safe release of the tissue, removal of the da vinci system, and continuation of the procedure via laparoscopy. There was no bleeding as a result of the event. There was no injury to the patient. The decision to convert the procedure was made solely as a preventive measure to ensure patient safety and to avoid further surgical delays. According to the surgeon, the cause of event was the result of power failures in the operating room (or), due to the absence of an uninterruptible power supply (ups) system to protect the equipment from such events.

Manufacturer narrative:
Updated sections: g3, g6, h2, h11. Additional information: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. The fbf instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the fbf instrument passed the electrical continuity test. The probable root cause could not be determined based on the provided information.

Event description:
Refer to h11 for follow-up information.